Manufacturer narrative:
The investigation determined that the replacement of the pinch tubing resolved the issue.

Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas e411 disk analyzer. The initial result was 8.41 miu/ml and the repeat result was 5.66 miu/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The reagent stirring rod, sample/reagent probe, sipper probe, and pinch tubing were examined and it was found the sipper needle water was too high and the pinch tubing had creases. The pinch tubing was replaced and quality control results were acceptable. The investigation is ongoing.